Event description:
The patient experienced no stimulation sensation. It was not working for his pain. The patient could hardly walk. The site of the implantable neurostimulator was painful. The patient was seen by his hcp. The pain was associated with the patient's back, not his hips as confirmed by x-ray. Two blocks were done. The patient was seen by a field representative. It was determined that implantable neurostimulator had deprogrammed itself. The device was reprogrammed successfully, but the patient still had a lot of pain. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).